Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis does not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Additional observations not reported by site were a broken conductor wire and yaw pulley. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity failed. The yaw pulley showed no signs of arcing. The yaw pulley was missing a .190 x .060 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and missing yaw pulley piece, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si total hysterectomy procedure the wires at the wrist of a fenestrated bipolar forceps instrument were frayed. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.